Event description:
Lcs total knee replacement mid shaft femoral fracture reduced using a retrograde nail (13mm nail) located between distal femoral condyles. No lcs total knee components were changed although lcs bearings were sent to the case at request of surgeon. Fracture appears to have been associated with a femoral plate implanted to reduce a proximal femoral periprosthetic fracture of a total hip replacement. The hip replacement was a stryker prosthesis implanted in excess of 22 years ago. The left lcs cementless knee was implanted in 2016 or 2017. Implants standard left lcs cementless femoral component sise, 2.5 duofix mbt tibial component, and standard bearing. No further information available. Patient has not consented to any information being shared and no depuy synthes staff were in attendance at the case. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).